Event description:
Prior to patient use, cardioplegia delivery system was cracked and leaking. There was no patient contact associated with this finding. The device was immediately removed from service and replaced with another.